Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2026. Product ID: 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2010; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt states they had their leads replaced recently. Reason for replacement when agent inquired was 'the leads died' and the pt only had 4 of 16 functional contacts. Pt states they noticed a return of pain and that is how they discovered the lead issues, there was no clear event date and pt confirmed that it occurred over time.